Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower door 3 experienced intermittent failures attributed to a connection problem. A field service engineer accessed the center latch column and performed maintenance on all harnesses and latches. Further, reseated all the connections to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced tower door failure. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.